Event description:
It was reported that the pt experienced a shocking sensation at the ipg pocket when the stim is turned on. Pt stated that the sensation is stronger when the ipg is turned on with the programmer and when connecting to the charger. The x-ray revealed that the connections appeared to be intact and there was no damage to the coil on the ipg. The ipg was replaced.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.